Manufacturer narrative:
Device evaluated by MFR. The ventilator was rec'd by distributor on 01/23/07. It will be forwarded to manufacturer/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.